Event description:
It was reported that a malfunction occurred with a code displayed as "malf 0" on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the process, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue recurred, which the customer acknowledged and understood.